Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3248, with lot cvcbmm, conformed to the specifications when released to stock in 9th march 2016. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). The lot number was incorrectly reported. This report has been updated to reflect the corrected information.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Complain about a mal-functioning programmable shunt implanted in a patient three month ago.